Manufacturer narrative:
Product event summary- the device was returned and analyzed. Analysis revealed the returned device did not detect any performance issues, but the calculated longevity result of 80% of expected was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device was explanted and replaced.

Event description:
It was reported that during a follow-up visit the device was found to be at elective replacement indicator (eri). It was also reported that there may be premature battery depletion. The device remains in use at this time. No patient complications have been reported as a result of this event.